Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a fracture in the shocking coil resulting in high shocking impedance during generator change. A new lead was successfully implanted. No additional adverse patient effects were reported.